Manufacturer narrative:
(B)(6). Device evaluation: the device was returned in 2 pieces. There was dried blood and contrast present in the device. The first piece of the device was measured from the distal edge of the strain relief to the hypotube break location and it measured 62 centimeters in length. The second piece of the device was measured from the hypotube break location to the distal end of the tip and it measured 80 centimeters in length. The location of the break appeared compressed indicating that the device was most likely kinked before it broke. Examination of the material surrounding the damage did not reveal any inherent deficiencies that would have contributed to the incident. The mfg records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, shaft breakage occurred. The 75% stenotic lesion was located in the non-tortuous and non-calcified proximal left anterior descending artery. The lesion was pre-dilated with an apex balloon and a promus stent was deployed. Then the physician advanced the 2.75x12mm quantum maverick balloon to the lesion and successfully post-dilated at 12 atms. Then the physician began removing the device and the shaft broke inside the catheter. No resistance was encountered advancing or withdrawing the device. The physician successfully removed everything as one unit with no harm to the pt. There were no pt complications. Pt's status is reported as "ok."